Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted clinical support after a pump representative advised discussing frequent glucose extremes while using the ilet with a dexcom g7 sensor, describing recurrent episodes of very low and very high glucose over several months that the user self-treated with oral glucose and self-corrections. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device-related problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.